Event description:
It was reported that the ventilator had a blank screen and the blower did not run when it was powered on. The ventilator was alarming at the time of the event. It was reported that the device was not in use on a patient at the time of the event occurred.